Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a suspected corrupt hard drive. Function restored. All software and calibration files restored. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure. System required re-boot to continue.